Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: please clarify what is meant by ¿the surgeon had to go back and redo the staple line distal to the initial failed staple line that was performed so more dissection was required.¿ was a reoperation performed after the initial procedure or was this performed during the original procedure? - because the first staple line, which was located at the rectum, failed, the surgeon had to dissect more tissue, distal to that first staple line, in order to perform another staple line with another reload. This performed during the one original procedure. There were no subsequent procedures due to this incident." Was the post-operative care for the patient changed as a result of this event? No.

Event description:
It was reported during a low anterior resection the stapler was used to staple the lower rectum and the rectal side of the staple line had no staples present after firing. Staples only appeared on the specimen side. Gold reload was used. Surgeon is an experienced echelon user. Had to do an additional firing distal to the first staple line. Opened a new reload to complete case. Ten-minute delay in procedure. No adverse event to patient.